Event description:
It was reported that pump experienced malfunction with dark screen and would not turn on after customer turned pump off while troubleshooting, and later displayed malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump with updated software version. Customer will continue to use current pump; will rely on alternate method if necessary.